Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available,a follow-up report will be submitted.

Event description:
It was reported that the flexi-seal signal fell out of place after three (3) days of patient use. The reporter stated that upon visual inspection the balloon was not adequately inflated, an attempt was made to deflate the balloon to reinsert into the patient and it could not be deflated or inflated at the time. The reporter replaced the syringe and the same result occurred, there were no reports of the patient being harmed as a result of this malfunction; no patient information was provided.